Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a tandem charging cable and wall adapter, allowing the pump to begin charging after being plugged into a working outlet for at least 30 minutes, and no further assistance was required.